Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) developed congestive heart failure and infection on the surgical site with edema on both lower extermities. In addition, the patient experienced shortness of breath with nausea and vomiting. The device remains in service. No additional adverse patient effects were reported. Additional information received from the field representative indicates that there was no report of the device system becoming infected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) developed congestive heart failure and infection on the surgical site with edema on both lower extermities. In addition, the patient experienced shortness of breath with nausea and vomiting. The device remains in service. No additional adverse patient effects were reported.